Event description:
It was reported that the 9600 system displayed an error message and would not boot. System required a couple of reboots to become operational. There was no report of patient injury.

Manufacturer narrative:
After discussions with the customer, the customer declined service. Customer stated they are awaiting shipment of a new c-arm and did not want to invest in the repair. No additional information provided.